Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was exhibiting premature battery depletion as the device longevity estimate had decreased by one and a half years over the course of one month. It was noted that left ventricular (lv) lead pacing thresholds had increased. The crt-d and lv lead remain in use. No patient complications have been reported as a result of this event.